Manufacturer narrative:
Sensor applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had fired correctly. The applicator was pried open to inspect the sharp; no issues was observed with the sharp. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and no issues were observed.. Lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. As a result, customer experienced bruising, convulsions and a loss of consciousness, requiring third-party treatment of a glucagon injection. There was no report of death or permanent impairment associated with this event.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. As a result, customer experienced bruising, convulsions and a loss of consciousness, requiring third-party treatment of a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.